Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the evaluation is completed.

Event description:
The device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, origin and gender. The patient was taking an unspecified medication for treatment of an unknown indication via a humapen ergo teal/clear pen body with a clear cartridge holder attached, since approximately 2006. In 2008, the humapen ergo teal/clear pen body (lot 40652) with a clear cartridge holder attached (lot not provided) was reported to be broken. The reporter also stated that the cartridge holder was broken, including both engagement tabs. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with pc764292. It was not informed who operated the device and the operator was trained. The reported device had been used for 1 to 2 years and it was not informed how long this device model had been used. The device did not return to manufacturer. It was unknown if the device was switched by another device or syringe. Complaint suggestive of reportable malfunction/near incident. Will investigate further. No further information was expected. Case closed.